Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited gradually increasing shock impedance measurements reaching out of range over approximately the last year and a half. The patient then presented to the emergency room after receiving an inappropriate shock with a recorded code 1005 and high out of range shock impedance measurement. The patient was subsequently admitted to the hospital for further evaluation. Provocative maneuvers were performed with noise unable to be reproduced. This patient remains hospitalized until further intervention can be determined. This system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited gradually increasing shock impedance measurements reaching out of range over approximately the last year and a half. The patient then presented to the emergency room after receiving an inappropriate shock with a recorded code 1005 and high out of range shock impedance measurement. The patient was subsequently admitted to the hospital for further evaluation. Provocative maneuvers were performed with noise unable to be reproduced. This patient remains hospitalized until further intervention can be determined. This lead was then surgically abandoned and replaced. No additional adverse patient effects were reported.